Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed an open irritation under the rear therapy electrodes. The irritation was red and became open. The patient's physician prescribed a cream for the irritation. Follow-up indicated that the irritation was healing.